Event description:
Customer was hospitalized in 12/2004 around 8pm due to high bgs and chest pain. Customer states that on thursday at 1pm customer was normal and by 3pm customer was high according to the meter. No troubleshooting performed.